Manufacturer narrative:
(B)(4). Date sent: 1/14/2021. D4: batch # u5dc5w. H6: component code: mechanical(g04). Investigation summary: the analysis found that one plee60a device was returned with an endopath xcel trocar 12 mm inserted in the device, and the closing trigger and anvil in closed position, the anvil bent upwards and with one gst60w reload loaded in the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # u5dc5w. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: how far did the device cut and staple in both firings? The device locked out before cutting and stapling could fully occur, minimal cutting and stapling was there any damage to vessel due to the issue experienced with device? Vessel damage from pressure and constant stapler manipulation while trying to remove. What was the source of the bleeding that led to the transfusion? Additional irritation and damage to vessels and change of case from laparoscopic to open led to additional bleeding. Was the bleeding and transfusion due to the difficulties experienced with device? Yes, please describe staple form. Unable to describe as devices did not fully staple what is the surgeon and staff¿s experience with device? Device is commonly used. Was the retaining cap kept in place during loading? No. What is the current patient status? Patient is doing well and has subsequently been discharged.

Event description:
It was reported that during a nephrectomy procedure, the surgeon was attempting to remove the kidney using a psee60a and it locked out. The reverse button was tried and it did not work. The surgeon could not get the stapler back out of the trocar. The manual override was then used to reverse the blade and at that point the device was removed. A plee60a was used and it also locked out. The reverse button was tried and the did not work. The battery was flipped and the did not work. The procedure was converted to an open procedure because the device jaws would not open. The surgeon was eventually able to open the jaws with the manual over ride. The length of the procedure was extended by three or four hours and there was concern for the patient being under that long. The patient was given a transfusion due to blood lose. The amount of blood received is unknown. The surgeon attributed the malfunctioning stapler to the poor condition. White reloads were being used when the staplers malfunctioned. The procedure was completed with a third manual stapler.